Manufacturer narrative:
Section a2: corrected information. Section d4 & h4: additional information. Manufacturer's investigation conclusion: the report of drops in speed below the low speed limit was confirmed through the analysis of the submitted log files. However, a specific cause for these low speed events could not be conclusively determined through this investigation. Furthermore, a direct relationship between the device and the reported rv dysfunction could not be conclusively determined. The account reported that the patient changed their controller on (B)(6) 2019 due to an alarm. Upon further review, it appeared that the patient had multiple low speed advisories with pump speeds in the 2300 to 3000 rpm range. For this reason, the account reported that they suspected a possible short to shield. The first submitted system controller log file captured normal pump function until on (B)(6) 2019 at 11:56 pm when the struggled to maintain the set speed. A second drop in speed below the low speed limit was captured on (B)(6) 2019 at 02:33 am. The power cables were disconnected at 03:26 am on (B)(6) 2019, followed by the driveline being disconnected, appeared consistent with the account¿s report of a controller exchange. A second log file showed the pump operating at the set speed until on (B)(6) 2019 at 05:47 am when the pump speed dropped below the low speed limit. The pump resumed operation at its set speed by 05:52 am and remained above the low speed limit for the remainder of the log file. These low speed advisory alarms occurred while the patient was supported by the power module. Based on previous complaint experience, the captured speed drops appeared to be consistent with a potential driveline wire compromise. It was later reported that an external driveline repair would not be done, given the patient¿s advanced age and rv dysfunction. It was reported that the patient would be given an ungrounded cable and monitored. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Right heart failure is listed in the hmii IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient exchanged the system controller due to an alarm. Upon further review, the alarm was due multiple low speed advisories with pump speeds in 2300 to 3000 rpm range which lead to a suspect of a possible short to shield. The manufacturer technical services review the log file and observed low speed operation while the patient was connected to power module. An x-ray noted a previous clamshell repair. The account detailed no external driveline repair will be given due to advanced age and right ventricular dysfunction. The patient will remain on a ungrounded cable and continue to be monitored. No further information was reported.